Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a total hip replacement on (B)(6) 2012 and topical skin adhesive was used. Ten days post operative, the wound appeared to have a green discoloration, inflammation, and infection. The topical adhesive was removed with petroleum jelly by the patient. Additional information has been requested.